Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed, and the formed needle/hard cannula was found protruded past the bottom housing. After opening the top housing of the pod, the formed needle was found not seated in the slide retract. Slide retract was also found damaged where the formed needle was seated. These findings indicated the the formed needle was incorrectly installed during manufacturing process, that caused damage to slide retract and the needle to protrude out when deployed, leading to the reported needle mechanism failure to not fully retract the needle after deployed. The protruded formed needle contributed to the reported event of pain during insertion at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not retract as intended during activation. The patient's blood glucose (bg) values were at 144 mg/dl. The pod was worn between 4 and 24 hours.